Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near is-1 to terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant, the helix of this lead would not come out of lead while implanting, when the lead was removed from the patient's body and the fixation tool was used, it would work, but not inside the body. The lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.